Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are concerned that the implanted neurostimulators charge level is discharging faster than it used to. Normally they could get 2 weeks between charges but the sunday before last they charged the ins until they heard the charge complete tone but shortly afterwards they noticed something did not feel right and they experienced a loss of therapeutic effect. They encountered a por (power on reset) error on the programmer. Patient charged the ins and then cleared the por and turned therapy back on again. Patient has not had any falls, traumas, or car accidents that could have damaged the internal device and denied any programming changes that could have caused a change to ins charging frequency. Patient checked the ins battery level with the programmer during the call and it was 100% charged, however when they checked on the recharging app the battery had dropped to 90%. Patient also reported reoccurring issues with recharger telemetry, encountering error tones mid charging session as well as frequent "recharger not found" messages where patient has to re-pair the charger. During the call patient encountered recharger not found and tried switching recharger and scanning code but this did not resolve the issue. Reviewed recharger reset and patient encountered 3167 code. Patient bypassed code and this resolved the issue. Patient reported they are not using the recharger near known sources of emi and do not have the communicator on while using the recharger so the cause of the issues was not known. Patient a lso reported they frequently encounter issues where they samsung handset goes into recovery mode. Ps reviewed this may be occurring because patient was using an a10e handset with a j3 wallet case. Ps will order the patient a replacement recharger and a replacement wallet carrying case for the handset. Recommended patient monitor ins battery level frequently in order to assess how quickly the battery is discharging and follow up with managing physician for device check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.